Event description:
It was reported that the foot end bracket screws fell out causing the foot end bracket to "hang" freely, resulting in the cot tipping with a patient. It was reported that the cot tip lead to the patient fracturing their arm and receiving lacerations. The patient was treated at the hospital for the injuries, treatment information was not provided.